Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the investigation is complete.

Event description:
It was reported that while testing prior to a case, fluid came out of the handpiece. There was no patient involvement or adverse consequences related to this event.